Manufacturer narrative:
For a vsp orthopedics tibia resection and allograft reconstruction procedure, the surgeon noted the following issues: the allograft tibia cutting guide did not fit the allograft. The patient's native remaining bony anatomy at the proximal end of the tibia fractured during the cutting process using the patient tibia cutting guide. Investigation at this time revealed no root cause attributed to 3d systems for the above issues. No additional surgical intervention was required. An incorrect revision of the case report was provided to the surgeon. This was identified and corrected prior to surgery.

Event description:
For a vsp orthopedics tibia resection and allograft reconstruction procedure, the surgeon noted the following issues: the allograft tibia cutting guide did not fit the allograft. The patient's native remaining bony anatomy at the proximal end of the tibia fractured during the cutting process using the patient tibia cutting guide. Investigation at this time revealed no root cause attributed to 3d systems for the above issues. No additional surgical intervention was required. An incorrect revision of the case report was provided to the surgeon. This was identified and corrected prior to surgery.